Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use a backup insulin pump to maintain insulin delivery.